Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was mildly calcified and moderately tortuous. After lesion pre-dilatation, the 2.75x28mm xience xpedition (xx) stent system was advanced to the lesion and implanted. Post dilatation was performed with a 2.75x12mm nc balloon at 18 atmospheres (atm), after which a distal edge dissection was noted. A 2.75x15 mm xience xpedition stent was implanted as treatment for the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.